Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction happened again.